Event description:
It was reported that the lead showed high impedance, > 3000 ohms. It was explanted and replaced. No patient complications have been reported as a result of this event. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.